Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx rx drug eluting stent to treat a severely calcified and severely tortuous proximal cx lesion with 95% stenosis . It was reported that no damage was noted to the device packaging and no issues removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. There were no issues with the stent during prep. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery. The device passed through a previously deployed stent. Resistance was encountered when advancing the device and excessive force used. It was reported that the device failed to cross the distal target lesion and stent dislodgement occurred during removal. The physician believes that the stent may have gotten caught on a strut of an existing stent as the resolute onyx was being removed. No damage was observed on the previously implanted stent. The physician feels that the resolute oynx stent that was being brought distal to the previous stent got caught in the previously deployed stent struts which in turn, caused the resolute onyx to dislodge as it was being removed. The stent was not removed from the patient and was crushed against the wall of the artery with another balloon. The physician believes that was not a product issue but felt that the anatomy was difficult due to calcium and angularity. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.